Event description:
It was reported that "the metal piece is bent, and the pump shows signs of damage". There was no reported adverse impact to the customer. The customer declined further troubleshooting, and no additional information was provided.